Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen. The patient stated during the day the cgm was displaying 150 mg/dl. He started feeling symptoms of hypoglycemia where his hands were shaking, and his legs felt weak. He took a bg reading which displayed 45 mg/dl and dosed himself with dextrose tablets. After treating himself with the tablets, he felt better. At the time of contact, the patient was doing okay. No data was provided for evaluation. The complaint confirmation and root cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/22/2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported that they felt unusually warm while the cgm was displaying inaccurate glucose values, at which point they treated the hypoglycemic event with dextrose gel and symptoms subsided after an hour. No additional symptoms or intervention were reported. At the time of contact, the patient was in stable condition. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional event or patient information is available.